Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was due to a short between pins 5 and 9 on a diode, designator cr30.

Event description:
It was reported that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.